Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up, the right ventricular lead exhibited noise and intermittent capture. The noise could be reproduced with isometrics. The lead was capped and replaced successfully. The patient was stable.